Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced pain located at the ipg site. Surgical intervention may occur later to address the issue.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced with a smaller ipg resolving the patient's issue.